Event description:
This pt was consented and enrolled in the study, due to in-stent restenosis of a previously placed cypher stent. This was treated with taxus stent placement.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent restenosis is a known potential outcome of coronary stenting and is multifactorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt's factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple pts, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis.